Event description:
The customer alleged they received questionable ion selective electrode sodium, potassium, and chloride results on their integra 400 plus analyzer. The customer provided data for two samples; there was a reportable malfunction of one of the samples. The specific date of this event was requested but not provided. The patient's initial sodium result was 160000 mmol/l, the initial potassium result was 3000 mmol/l, and initial chloride result was 0 mmol/l. The customer stated the repeat results were normal. The specific results were requested but not provided. Information on whether the discrepant results were reported outside the laboratory requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The sodium, potassium, and chloride electrode lot numbers and expiration dates were requested but not provided. The customer found that the ise tower was not installed correctly after manual ise tower cleaning. After re-installing the ise tower, the problem was solved.

Manufacturer narrative:
This event occurred in (B)(6).